Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received tachy therapy due to undersensing of atrial fibrillation signals. The device was reprogrammed with no further consequences to the patient.